Event description:
The patient reported front teeth are loose, had to get a bridge on left side, and front tooth is chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.